Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 814:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed by service. This condition was caused by a defective pump head module (phm). The device has been put on hold for a backordered part. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.